Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Electrical testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
During follow-up, the device could not be interrogated. The device was explanted and replaced. The patient's condition was stable.